Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the material on the lid was adhesive from the packaging and that there was no risk to the patient as it is bio- compatible. This complaint is reassessed as not reportable, as this is not a malfunction that is likely to lead to a serious injury. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a left knee arthroplasty that adhesive was noted to be within the packaging. The procedure was completed with another device without issue. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: product was returned and visual examination of the returned part determined that the packaging contained a white residue on the top surface of the inner plastic retainer. Analysis of the residue determined that it was consistent with the adhesive used on the tyvek lids. The thickness of the retainer was oversized. However, the retainer was handled, bent and contains adhesive on it, which might have affected the thickness and its measurement. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. No problem was found with the device; however, there was issue with the packaging design. The retainer is designed in such a way that it fits upside down touching the lidstock, causing the adhesive transfer during the sealing process due to a very small clearance between the retainer and the inner tyvek lidstock. This can be considered a common occurrence; however, it does not cause risk to the patient because all the packaging materials are bio-compatible and the implant is packaged in a plastic bag, which prevents any form of contact between with the adhesive coating. Moreover, tests have shown that the packaging system maintain sterility when exposed to gamma sterilization and the normally anticipated conditions of distribution.. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends